Manufacturer narrative:
(B)(4). The explanted product was not returned to neuropace for analysis.

Event description:
The patient underwent a routine battery replacement on (B)(6) 2022. In (B)(6) 2022 the patient reported to the emergency room. She reported drainage from the incision site. She underwent unspecified antibiotic and surgical treatments between (B)(6) 2022 and (B)(6) 2022 by the neurosurgery and the infectious disease department. On (B)(6) 2022 the patient underwent a debridement, reconstruction of the incision area and replacement of the rns neurostimulator. Treatment included unspecified antibiotic treatments.